Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation and cardiac tamponade post implant. The right atrial (ra) and right ventricular (rv) leads were reported to have perforated the cardiac tissue. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.